Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button are not responsive when first pressed, had to press button harder, sometimes buttons had to pressed a delayed response. The insulin pump had chip on around reservoir compartment and received unexplained no delivery alarm and clip area was loose. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will not be returned for analysis.